Event description:
It has been claimed by the facility that the trapeze tube assembled on barimaxxll bed had fallen onto a pt. It has been clarified that the pt had pulled up on the trapeze bar and then it fell off and landed on the pt. Fortunately, the pt was not hurt in anyway. An arjohuntleigh representative has visit the facility and found that the trapez was installed correctly. MFR # 3007420694-2015-00100.

Event description:
Reference MFR # 3007420694-2015-00100.

Event description:
Reference MFR # 3007420694-2015-00100.